Event description:
A discordant low immulite 2500 ipth result was generated on one patient sample. The physician questioned the result and the laboratory repeated the sample obtaining higher results. The sample was also run on an alternate system for comparison. There is no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) evaluated the immulite 2500 instrument. After evaluating the instrument, the fse replaced the reagent manifold, adjusted the wash station 2, repaired a piston and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.